Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. There was no break observed during visual inspection. The dac was compressed in several places along its proximal shaft and severely compressed (flattened) on its distal shaft. Additionally, the distal tip marker was also compressed; likely due to some procedural factors encountered during use. It is possible that the dac was damaged when it was withdrawn from the treatment site following aspiration. However, the exact cause could not be definitively determined as no resistance was reported during the procedure and the patient's anatomy was not reported to be tortuous. From the condition of the device, the functional test could not be performed. The device was stated to have been in a good condition prior to the procedure and was prepared as per device directions for use (dfu). Additional information provided by the customer indicated that there was no allegation against the catheter that was used with the dac. No other items were returned with the dac for analysis. Based on results of the investigation and available information, the reported shaft broken was not confirmed. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during innominate artery stenosis (ias) occlusion case, the distal of the subject device was found to be broken after reaching the place and did aspiration. So the operator replaced it with other catheter to finish the procedure. There were no reported clinical consequences to the patient due to this event.

Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that during innominate artery stenosis (ias) occlusion case, the distal of the subject device was found to be broken after reaching the place and did aspiration. So the operator replaced it with other catheter to finish the procedure. There were no reported clinical consequences to the patient due to this event.